Manufacturer narrative:
Date MFR rec'd: 1/10/2016. Update 1/10/16 medical records received. Medical records reviewed for MDR reportability. The primary surgery was completed on 11/22/2008 in (B)(6) with revision surgery in the united states. Revision surgical report noted the stem had very little aneversion and was somewhat neutral but because of stability it was not revised. Part/lot stickers for the head and sleeve received and updated. The complaint was updated on: jan 29, 2016. Depuy still considers this investigation closed at this time.

Event description:
Update 1/10/16 medical records received. Medical records reviewed for MDR reportability. The primary surgery was completed on 11/22/2008 in (B)(6) with revision surgery in the united states. Revision surgical report noted the stem had very little aneversion and was somewhat neutral but because of stability it was not revised. Part/lot stickers for the head and sleeve received and updated. The complaint was updated on: jan 29, 2016.

Event description:
Asr revision reported via sales rep. Asr xl; left. Reason(s) for revision : pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 7/18/2014 - medical records received. Product/lot information provided for stem and sleeve. Doi provided. Upon revision, alval, soft tissue and acetabular defects, inflammatory change, and osteolysis were noted. The information received does not change the MDR decision. This complaint was updated on: 07/23/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 09/05/2014- litigation papers received. Litigation alleges elevated metal ions andcobaltt and/or chromium poisoning. There is no new additional information that would affect the investigation. The complaint was updated on: 09/15/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the device code submitted in (B)(4), please disregard. Should we receive additional information, we will update if needed.(B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.